Event description:
It was reported that the patient presented with this inflatable penile prosthesis (ipp) that was not working as intended. The pump remained deflated, and the patient was unable to inflate their device. The ipp reservoir and pump were replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory the returned component underwent a thorough analysis. Inspection of the pump identified a leak with a hole in the tubing, consistent with sharp instrument damage. The damaged tubing was removed to perform the functional testing, and the pump passed.

Event description:
It was reported that the patient presented with this inflatable penile prosthesis (ipp) that was not working as intended. The pump remained deflated, and the patient was unable to inflate their device. The ipp reservoir and pump were replaced. There were no patient complications.